Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as a 1108 "machine pressure sensor autozero failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device gave a low-priority 1108 "machine pressure sensor autozero failed" alarm error. According to the case notes, remote service was canceled as the remote service engineer (rse) was unable to reach the customer, and agiliti health inc. Will perform testing. Based on the information provided, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.